Event description:
Exposure had been taken, automatic decompression cycle initiated, and the paddle was opening, the pt's opposite breast was pinched between the upper movement of the compression paddle and the tube head. This is the second reported event of this kind on this machine. The previous report was #390066-1994-4 dated 6/7/94. This is a design problem and not eequipment failure. Injury from the breast being able to enter the area between the paddle and the tube head in hte absents of any shielding or other protective mechanism to restrict accidental injury.